Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with post-paced t-wave oversensing. No intervention was performed and pending appointment follow-up. The patient was stable.

Event description:
New information received noted that the device was explanted and replaced on(B)(6) 2024 and had been previously reprogrammed to address oversensing. The patient was stable following the procedure.